Manufacturer narrative:
Continuation of medical devices: 694765 lead implanted: (B)(6) 2009; 419388 lead implanted: (B)(6) 2009.

Event description:
It was reported that far field r-wave (ffrw) were observed on stored atrial tachycardia/atrial fibrillation episodes. The lead remains in use. No patient complications have been reported as a result of this event.